Event description:
It was reported that patient noticing a decrease in symptom control. The exact date is not known -had been happening for several months to years, as reported by the patient. Impedance values were also out of normal range bilaterally. Patient had been reprogrammed several times around the abnormal impedance values. This did not seem to correct the problem. It was then determined to change out system components to correct the impedance issue.  It was determined that the system components needed to be replaced. At time of surgery, the battery and the extension leads were replaced. The battery was replaced first with the old extensions still remaining, this did not correct the impedance values. When the extensions were replaced the impedance issues resolved.

Manufacturer narrative:
Continuation of d10: product ID 3708660 lot# serial# (B)(6) implanted: (B)(6) 2016 explanted: (B)(6) 2025 product type extension product ID 3708660 lot# serial# (B)(6) implanted: (B)(6) 2016 explanted: (B)(6) 2025 product type extension section d information references the main component of the system. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(6) ubd: 04-jan-2020, UDI#: (B)(4) ; product ID: 3708660, serial/lot #: (B)(6) ubd: 04-jan-2020, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis of the 3708660 extension ((B)(6)) analysis identified that the conductor(s) was/were broken less than 5 cm from the proximal end. Analysis of the 3708660 extension ((B)(6)) analysis identified that the conductor(s) was/were broken less than 5 cm from the proximal end. Analysis of the 37612implantable neurostimulator (ins) ((B)(6) analysis identified no anomalies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6: coding was corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.